Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. On (B)(6) 2025, the ilet issued multiple low and urgent low glucose alerts consistent with the reported event. A factory reset was performed the following day. No motor errors or anomalies were found. Numerous tubing fill events were noted in the early hours of (B)(6) 2025, including during and after insulin cartridge changes. An infusion set change was not recorded until later that afternoon. If the infusion set remained in the user during these fill events, unintended insulin delivery may have occurred. However, based on the available log data, the ilet functioned as intended, and a definitive root cause could not be determined.

Event description:
On (B)(6) 2025, a clinical specialist reported that on (B)(6) 2025 the user experienced low blood glucose (bg) of 37 mg/dl while sleeping. The user became unresponsive and began convulsing. A caregiver was alerted through the mobile app and administered nasal glucagon before calling emergency services. Ems treated the user with intravenous glucose. The event was managed on scene, and the user was not transported to the hospital. The user remained on the ilet and had no further bg issues following the incident.